Event description:
The total number of mechanical complications is 128. However only 123 pts had a mechanical complication because 5 of them had 2 types of mechanical complications. Two of the mechanical complications were associated with an infection. The total number of infection is 40; 38 pts had only infection (one died) and for two cases (same as discussed above), the infection was associated with a mechanical complication. Osvii- clinical survey status as of, detailed mechanical complications: type of mechanical complications: ventricular catheter: occlusion, misplacement/migration, and disconnection. Distal catheter: occlusion, misplacement/migration, and disconnection. Valve obstruction. Valve hydrodynamics (drainage not adapted). Overdrainage. Multiple types: valve obstruction + distal catheter occlusion, valve obstruction + overdrainage, valve obstruction + ventricular catheter misplacement/migration, ventricular catheter occlusion + misplacement/migration, distal catheter occlusion + infection, and valve hydrodynamics + infection. In addition, there has been 6 revisions for cause unknown.